Event description:
On (B)(6) 2022 getinge became aware of an issue with the surgical lights, volista. There was an external leak on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number ot (B)(4).

Event description:
Manufacturer's reference number ot(B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the surgical lights - volista. The customer's facility had flood issue and there was an external leak on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge service technician, the device was inspected to make sure there is no more water nor rust. The customer¿s biomedical engineer checked the device, oiled the bearings and it was decided to return the device to use. It was established that when the event occurred, the surgical light did not meet its specification, since presence of water affects surgical light¿s functionality and safeness, and in this way device contributed to event. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of the volista range, we can conclude the failure ratio is very low. A subject matter expert performed further analysis of the issue and in the result it was established that the ssu has confirmed a problem of water leakage from facility flood issue. Particular attention should be taken to this configuration over time (risk of rust appearing in the suspension and spring arm, risk of seizure and corrosion, caused by moisture, destroyed the metal and may damage the electronic components). We believe the related devices are performing correctly in the market, as the issue occurred due to the customer¿s facility issue. The correction of d5 operator of med. Device field deems required. This is based on the internal evaluation. Previous d5 operator of med. Device: healthcare professional corrected d5 operator of med. Device: other